Manufacturer narrative:
The fse evaluated the device on site and confirmed the battery was faulty. The customer ordered a replacement battery in order to resolve the reported issue. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the dfm100 device indicating that the battery not charging. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.